Manufacturer narrative:
The company rep was unable to duplicate the reported problem of 'blank screen for 30 seconds.' Functional and leakage tests were performed on the iabp. The iabp functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp screen "went blank for 30 seconds and came back (except for EKG)." During this time, the iabp still was providing assistance. The patient was switched to another iabp and therapy was continued. No patient injury was reported.